Manufacturer narrative:
Implant regio 16 fractured. Construction was a single crown on the implant. Patient suffered from periimplantitis following bone loss. Material analysis concluded inhomogenous mechanical overloading of the implant and patient related bruxism. Resubmitted due to submission error.

Event description:
Implant fracture.